Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the gantry door was open upon arrival. The door was manually closed, and the home sequence was invalidated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while performing calibrations on the imaging system, the gantry would move up and down, but wag motions would not be completed. It was reported that a "clunking" noise could be heard emitting from the gantry. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the probable cause was not related to a software issue.